Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). The femoral stem was templated for a size 4 extended offset (eo); the surgeon elected a size 3 eo stem during pre-operative planning with the rio. During the case, the surgeon asked for a size 4 broach after reviewing the preparation with the size 3 broach. The surgeon then requested a size 5 broach. Upon insertion of the size 5 broach, the femur fractured. The surgeon then asked for the size 5 stem implant, and began to impact it before removing it and asking for the size 4 stem. The size 4 stem was ultimately implanted, and the fracture was treated with cerclage cables.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. The stem plan was reviewed and both size 3 and 4 stems were judged to be appropriate for the patient's anatomy. The size 5 stem appeared to be too large for the patient's femur and the planned neck cut. The actual neck cut and planned neck cut were also compared. The actual neck cut appeared to be lower than planned; however, this is not uncommon since this cut is completed manually. This lower than planned neck cut could lead to a broach sitting proud. The stem implant plan appears acceptable; however, the surgeon broached and attempted to implant a larger size than planned. This action led to the femoral fracture. Ultimately, the originally planned stem size was implanted. Based on the data available at this time, it is concluded that the rio operated as expected.